Manufacturer narrative:
Method of evaluation: (to be specified): review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: (to be specified): review of the device history record revealed no deviations associated with the nature of this complaint. To date, 108 devices from this lot were reported as implanted, with no similar complaints reported to lifecell against this lot. Based on information reported, the event was evaluated as caused by mishandling of the device.

Event description:
It was reported that prior to implantation, the surgeon "stretched" the tissue matrix and that the tissue matrix tore near where it was being held by a clamp. Then during implantation for a hernia repair procedure, this device also began to tear near the suture line. This device was replaced with a similar lifecell device that was implanted without complications.